Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported stroke could not be conclusively determined.

Event description:
Related manufacturer ref: 3005334138-2020-00436, 2030404-2020-00076, 3005334138-2020-00452. Following an atrial fibrillation ablation procedure, a stroke was noted in the recovery room. The patient¿s anti-coagulation was monitored in relation to the activated clotting time. The patient received 22000 ui of heparin per procedure. A transesophageal echo was done prior to the procedure and ruled out thrombosis. There were no performance issues with any abbott devices.